Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the ventricular channel. Patient was asymptomatic. It was noted that this issue has been observed for the past year and that programming changes had been made in an attempt to resolve the issue but were unsuccessful. Programming changes were made. Device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the device was exhibiting decoupled sensing due to inappropriate programming. Programming changes were made. Patient was stable before, during and after the event.